Manufacturer narrative:
The item was originally reported as unknown.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A possible root cause may be due to excessive force used with the device. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual, dimensional and assembly final inspections respectively, which would identify issues in the catheter assembly. A corrective action is not required at this time. This complaint will be used for tracking and trending purpose.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states that the catheter does not attach like it should. It was in place for six weeks prior to its removal and replacement, it was placed the week of (B)(6). The catheter was removed and replaced on (B)(6). The patient is stable.